Event description:
(B)(6) / I went to a dentist, dr (B)(6), to help me with clenching, biting down when I am asleep and with sleep apnea. He fitted me with a device to go over my bottom teeth, which I was supposed to wear in the daytime. I told him immediately that it felt too tight. He said it was supposed to be tight. I wore it one day. It dug into my teeth and gums, causing bruises and indentations around teeth. Soon after (within a few days) my jaws felt like they weren't in alignment. I took the device back to the dentist. He made it larger, but I was afraid to use it again. I have jaw pain and difficulty eating. I have to take very small bites, so I can carefully chew my food. Additional product details: this product was made by the dentist to treat jaw tightening.